Manufacturer narrative:
The reliability analysis inspected one opened and or used sensor and found cannula broken. All parts still of the cannula are present.

Event description:
It was reported that the customer had issues with sensor error. The customer's blood glucose level at the time was reported to be 131.4mg/dl. Troubleshooting was reported to be conducted the customer is returning the sensors and receiving replacements.